Manufacturer narrative:
The reported device is unable to be returned to the manufacturer for evaluation. An investigation into the root cause is currently in progress. The results of the investigation will be sent via a follow- up medwatch. Reference (B)(4).

Event description:
On or about (B)(6) 2022, plaintiff underwent placement of the angiodynamics smartport power injectable port, reference number ct80lpbdvi, lot number 5734480. The device was implanted by (B)(6), (B)(6), for the purpose of ongoing vein access for chemotherapy. On or about (B)(6) 2023, plaintiff presented herself to (B)(6) where her port was subsequently removed due to an infection.

Manufacturer narrative:
The customer's reported complaint description of patient infection cannot be confirmed given the patient centric nature of this serious adverse event (sae). No port device was returned for evaluation since there was no report of port device malfunction, damage or performance issue during use. A device history record (DHR) review of the packaging lot revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Sterilization load release records were reviewed for the packaging lot in question; no issues were observed. The port was implanted into the patient more than 9 months prior to the patient's infection. There was no report of port device malfunction or performance issue during use. If the manufacturing/packaging/sterilization of the port device in question was to contribute to an infection in the patient it would have likely occurred shortly after the implant date and not more than 9 months later. Device directions for use (dfu) cautions that each access of the port should be performed using aseptic technique, following the institutions universal precautions. There is no indication from the reported complaint that the manufacturing/packaging/sterilization of the port device could have contributed to the patient's infection. Infection is cautioned in the device dfu as a potential complication of port system use. Labeling review: the direction for use (dfu) provided with the port device contains the following statements: contraindications: · presence of infection, bacteremia, or septicemia. Warnings: · the device is to be implanted, used, maintained and removed in accordance with current evidence-based guidance for infection prevention from agencies/organizations such as centers of disease control (cdc) or the world health organization. It is recommended that institutional policies and procedures are updated periodically to reflect current evidence-based guidelines for infection prevention. · contamination of the device may lead to injury, illness or death of the patient. Precautions: · carefully read and follow all instructions prior to use · after implantation or usage of the port, the system should be flushed to clear infusates and/or blood components in order to maintain patency. · if more than one drug is to be administered, between the individual drug applications, flush the system with 5 to 10 ml normal saline for injection to prevent drug interaction. Potential complications: · bacteremia · catheter thrombosis · death · inflammation · infection · thromboembolism · thrombophlebitis · tunnel infection · vascular thrombosis. Use and maintenance after implantation or usage of the port, the system should be flushed and locked to clear infusates and/or blood components in order to maintain patency. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).